Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the system 1 base did not function in battery mode and is suspect of a defective power manager board. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.